Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been having problems with the reservoirs. Customer stated that only 6 out of the 10 reservoirs allowed him to push insulin through the tubing. Customer stated that when he did push the insulin through, he got a lot of air. Customer stated that he has been doing this for a long time and does not want to troubleshoot. Customer's blood glucose was between 100-125 mg/dl at the time. Customer stated that once in while he has treat for a high blood glucose when he gets the urge for apple pie. Customer stated that he has been diabetic for about 40 years and takes really good care of himself. Customer was advised that the reservoirs will be replaced.